Event description:
It was reported that the customer was hospitalized for high blood glucose levels on (B)(6) 2015 and that the insulin pump alarmed low suspend. The blood glucose reading was over 300 mg/dl. The customer complained of severe dehydration and diabetic ketoacidosis. She was hospitalized for 2 days and placed on an intravenous drip. She was wearing the insulin pump at the time of hospitalization. She had gone to sleep without testing her blood glucose and awoke to high blood glucose levels. She stated that she was not thinking straight and did not perform another set change as her husband advised. She was treated with manual injections, and the blood glucose lowered before rising again. During the low suspend, the blood glucose reading was 150 mg/dl, compared with the sensor glucose reading of 40 mg/dl. She was on an antibiotic, had coffee, and began vomiting, leading to dehydration before admission. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-47253.